Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen due to experiencing right sided pain. The patient also had complaint of intermittent like pectoralis stimulation on the right side. Interrogation showed increased left ventricular lead threshold at maximum output and no capture in any configuration. There had also been a positioning/placement difficulty with the lead at implant. The lead was turned off and subsequently attempted to be repositioned, but was not successful. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.